Event description:
It was reported that there were warnings for low impedance on the atrial and rv (right ventricular) leads. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: t60a1b ipg, implanted: (B)(6) 2006. (B)(4).